Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro bipolar was continually cutting out. The hospital attempted to change the cord twice with no improvement. The procedure was completed with the same device. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber : # (B)(4). The vasoview 6 pro device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. Heavy blood and tissue were observed on the bisector blades as well as the c-ring. Sign of blood were observed on the toggle and on the bisector handle. There were no visual defects observed on the bisector blade or with the c-ring. An electrical evaluation was performed. A pre-cautery test was performed and repeated 10 times over a 10 minute period according to the procedure in the instructions for use. The device passed the pre-cautery test with a reference generator (recommended setting of 18) and reference bipolar cord. The bipolar cord connection was manipulated during activation. The device remained active and no intermittent continuity was observed. The testing above was repeated using the maximum recommended setting of 30 and no electrical failure was observed. The device produced steam and the saline was observed to ¿boil¿ on the test gauze each time. Based on the results of the evaluation, the reported failure mode ¿intermittent continuity¿ was unable to be confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro bipolar was continually cutting out. The hospital attempted to change the cord twice with no improvement. The procedure was completed with the same device. The hospital did not report any patient effects.